Event description:
It was reported that the patient presented during clinical follow-up symptomatic of hematoma. The hematoma was treated with surgical interventions successfully. Interrogation of device noted that the implantable cardioverter defibrillator was in radio-freqeuncy lockout mode. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the device was a pacemaker.